Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a (B)(6) patient to catscan after an auto accident, the device inappropriately shut down. During subsequent testing the device would not power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to patient due to the reported malfunction.